Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 11dec2024: please note my wife had surgery on (B)(6) at (B)(6) in (B)(6) and as I understand the bioblue [bioglue] hardened post surgery and pressed against the spine causing paralysis/qudraplegia. Please advise what next steps with your process.

Event description:
According to the initial report received via email on (B)(6) 2024: please note my wife had surgery in (B)(6) at (B)(6) in south africa and as I understand the bioblue [bioglue] hardened post surgery and pressed against the spine causing paralysis/quadraplegia. Please advise what next steps with your process." Additional information received from the hospital representative relayed the following: the procedure performed was an anterior cervical discectomy and fusion of level c5/c6. Bioglue bg3502-5-g, lot number bg001102 was used. We were informed that the specimen could not be tested, as it was removed during the second procedure on (B)(6) 2024, and was exposed to the environment, and therefore hardened. The patient was taken back to theatre on (B)(6) .2024 (second procedure), at 21h06, for relook anterior cervical discectomy and fusion, hematoma evacuation and revision of cage as stipulated in the second perioperative record.

Manufacturer narrative:
The manufacturing records for lot bg001102 were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. According to the initial report received via email on (B)(6)2024 from patient's spouse, (B)(6)., "I called and understand your systems were down when I phoned in yesterday. Please note my wife had surgery in (B)(6) at (B)(6) in south africa and as I understand the bioblue [bioglue] hardened post-surgery and pressed against the spine causing paralysis/quadraplegia [quadriplegia]. Please advise what next steps with your process." Additional information received from the hospital representative relayed the following: the procedure performed was an anterior cervical discectomy and fusion of level c5/c6. Bioglue bg3502-5g, lot number bg001102 was used. There was a meeting held in september 2024 between management at life flora hospital and director and representative of viking group of companies (distributors of bioglue sa) we were informed that the specimen could not be tested, as it was removed during the second procedure on (B)(6)2024, and was exposed to the environment, and therefore hardened. The patient was taken back to theatre on (B)(6)2024 (second procedure), at 21h06, for relook anterior cervical discectomy and fusion, hematoma evacuation and revision of cage as stipulated in the second perioperative record. This event is relegated to bg3502-5-g, lot number bg001102, with the allegation of bioglue hardened post-surgery and pressed against the spine causing paralysis/quadriplegia. As a pathological evaluation was not conducted on the mass, we cannot confirm that it is bioglue. The IFU includes the following precautions: polymerized bioglue has space occupying properties. When used improperly, or applied incorrectly, serious adverse events have been reported relating to compression of adjacent anatomic structures. Bioglue should be used only when complete visualization of the target application location is possible, when it is properly primed to achieve optimal viscosity, and a minimal amount is used. Do not implant bioglue into closed anatomic locations that are in immediate proximity to nerve structures. There is insufficient information to determine if the removed mass is bioglue as no pathological evaluation was conducted. Additionally, the IFU includes the following precautionary statements: polymerized bioglue has space occupying properties. When used improperly, or applied incorrectly, serious adverse events have been reported relating to compression of adjacent anatomic structures. Bioglue should be used only when complete visualization of the target application location is possible, when it is properly primed to achieve optimal viscosity, and a minimal amount is used. Do not implant bioglue into closed anatomic locations that are in immediate proximity to nerve structures. Based on the information available, no definitive conclusion can be made at this time. The bioglue a/dfmea risk file was reviewed. The reported events are addressed in hazard step/item # a.1 40a. The reported product was not returned to artivion for investigation. A device history record (DHR) review was performed for lot number bg001102 and no issues were identified. There is insufficient information to determine if the removed mass is bioglue as no pathological evaluation was conducted. Additionally, the IFU includes the following precautionary statements: polymerized bioglue has space occupying properties. When used improperly, or applied incorrectly, serious adverse events have been reported relating to compression of adjacent anatomic structures. Bioglue should be used only when complete visualization of the target application location is possible, when it is properly primed to achieve optimal viscosity, and a minimal amount is used. Do not implant bioglue into closed anatomic locations that are in immediate proximity to nerve structures. Based on the information available, no definitive conclusion can be made at this time. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A root cause for this reported event could not be determined. There is insufficient information to determine if the removed mass is bioglue as no pathological evaluation was provided. Additionally, the IFU includes precautionary statements such as polymerized bioglue has space occupying properties. When used improperly, or applied incorrectly, serious adverse events have been reported relating to compression of adjacent anatomic structures. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.